Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek, however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during an acl repair that the distal tip of the customer's biointrafix hex driver broke off inside the screw head inside the patient. The surgeon retrieved the broken tip of the device. The surgeon completed the procedure with another like device with no patient consequences. There was a 30 minute delay in the procedure. The sales rep reported that the surgeon completed the procedure with the same screw in the same bone hole. The sales rep did not know if x-rays were needed. The sales rep reported that the patient was young with hard bone quality but had no further information. The sales rep was not present at the procedure.

Manufacturer narrative:
The complaint device was received and visually inspected. Looking down the length of the device from the distal end, it can be confirmed that distal tip is broken. Under magnification, the distal end of the damaged shaft is twisted, indicating that the damage has occurred because of excess torque. Historically this type of failure has been associated with user technique issue where excess mechanical force was applied in an off angle on the device causing it to bend. It can be confirmed that this failure occurred during the procedure. Other than this possibility, a root cause is undetermined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the distal tip of the customer's biointrafix hex driver broke off inside the screw head inside the patient. The surgeon retrieved the broken tip of the device. The surgeon completed the procedure with another like device with no patient consequences. There was a 30 minute delay in the procedure. The sales rep reported that the surgeon completed the procedure with the same screw in the same bone hole. The sales rep did not know if x-rays were needed. The sales rep reported that the patient was young with hard bone quality but had no further information. The sales rep was not present at the procedure.